Event description:
In 2009, the pt's daughter reported that the pt has been experiencing elevated blood glucose readings for the past week. Two days prior, the pt's blood glucose measured 500 mg/dl at 9:00pm and he injected 25 units of insulin via syringe. His blood glucose decreased to "300 something" after an hour and a half. On original date, the pt's blood glucose measured 271 mg/dl at 7:30am and he bolused 8 units of insulin. Shortly after that he received an e4 (occlusion) error, and he changed his infusion site and tubing. At 1:00pm, his blood glucose measured 233 mg/dl and he did not bolus at that time and he had not eaten. During troubleshooting, the daughter found that the pt's basal rates from 1:00-2:00pm were programmed as 2.6 u/h but should have been 4.5 u/h. She stated that the pt's physician changed the basal rates 3 weeks ago. She stated that she would adjust the basal rates to see if the pt's blood glucose lowered. The next day, he stated that his blood glucose measured 130 mg/dl when he woke up and at the time of the call, his blood glucose measured 188 mg/dl. Upon further f/u two days later, the pt reported that his blood glucose continues to be elevated. It measured 277 mg/dl at 8:00am and he bolused 10 units of insulin and ate breakfast. At 11:00am, his blood glucose measured 230 mg/dl. He stated that the piston rod of the infusion device did not seem to move properly. He stated that his basal rates are similar in the morning and afternoon and the piston rod moves very little in the morning and a lot in the afternoon "almost emptying it (cartridge) out." He stated that no insulin had been spilled in the cartridge compartment, the piston rod is not making unusual noises, and the infusion device has not been dropped. Four days later, the pt stated that he had received his replacement infusion device but had not yet switched to it. He stated that his blood glucose is still elevated. Upon f/u a week later, a woman stated that the pt was still experiencing elevated blood glucose and she was unable to confirm if he had begun use of the replacement infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.